Event description:
It was reported that cadd solis vip pump fails accuracy during testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Found fluid ingressions on pump by the chassis base of expulsor, which damaged into the expulsor gasket causing inconsistent delivery issue. Replaced expulsor assembly. The cause of the reported problem was traced to the customer device usage. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured mar. 2011, and is out of warranty. Therefore, no manufacturing DHR review is needed.